Event description:
It was reported during the implant, the atrial lead had dislodged during the coronary sinus cannulation and was not used due to tissue lodged in the helix. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.